Event description:
It was reported that the physician was unable to inflate the inflatable penile prosthesis (ipp) during a patient clinic visit and subsequently scheduled the patient for surgery. During the procedure, fluid loss was observed and the pump stayed flat. As a result, the device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).